Event description:
The contact reported that his uncle obtained inaccurately low blood glucose readings with test strips, lot unknown. On an unknown date sometime last week, the pt opened the bottle of test strips and obtained a blood glucose test result of 13 mg/dl. Because of the lower blood glucose test result, he then performed a second blood glucose test and obtained a result of 26 mg/dl. The pt thought he had obtained inaccurately low blood glucose readings so he immediately discarded the box of test strips (and bottles). For this reason, he could not provide lot number info or perform tests with the rep (ie normal control solution test, blood glucose test). The contact stated that neither he nor the pt had removed the desiccant from the test strips bottle. The pt's meter was set to the appropriate code. Neither the pt nor the contact performed a normal control solution test with either bottle of test strips from the box. Only the first bottle of test strips was opened. The second bottle was discarded unopened. The pt does not have a check strip. He stores the test strips in his bedroom. Because the test strips were discarded, the pt cannot return them to co for eval.